Event description:
My name is (B)(6). First, I want to make it clear I am out to trash boston scientific but a company like boston scientific should know better because people die everyday from allergic reactions. The bodyguard mini the heart monitor from boston scientific come in a blue white box the device and the glue strips you place it on chest to hold the device, it was on me for 2 weeks when I remove the device I scream running out of my room I reach out to boston scientific told them what happen they response was oh I understand you have a little skin irritation can you send us a picture and I did but after I look the picture I send to them don't show the whole thing, I knew I had to had someone in the medical field to what that thing did to my skin so I went back to the cardiac unit that put that device on me, when I got there I remove my scarf to show the tech my chest all she can say oh my god oh my god, I am going to get boston scientific right now I am a witness. My problem with this thing is that there's no warning label on it, there's no warning label stated what this thing have in case a patient is allergic to what's in that glue strips to hold the device on chest, people died from allergic reaction everyday and they can die too from little skin irritation if not getting treated for it. Every time I look at myself in the mirror and see that big black thing on my chest I get mad because it could of been prevented if only there was a warning label on it and that make me really mad because boston scientific see nothing wrong with not putting a warning label on their device, my complaint is a joke to them to a point I contacted a lawyer. Instead of sincerely apologizing, admitting their wrong and saying from now on they are gonna do things differently they see it as a joke. One of their people said that they only do what the doctor ask to do because they have other alternative for what they put on me, but I see the same device online for sale did they come with a magical doctor because there's no warning label on them because money come first and boston scientific need to answer for that, we talking about a medical device here. On the top of the box should say patient who's allergic to acrylic adhesive or sensitive skin should use this device and I find strange that the FDA would let boston scientific or any other company that's putting a medical device out there with no warning label, boston scientific and the FDA should know better than that, that's my whole issue with this thing because if there was a warning label on this thing my chest wouldn't be the way it is now, I would of never this thing on me if I had known. And they need to answer for that because it wrong what's wrong with you people? This is wrong. This is what boston scientific no warning label did to me if you are allergic to acrylic adhesives or very sensitive skin don¿t put this thing on you. That¿s all they had to put on box wide and clear for to see. This look worse than what see here on this picture and even after it heal that scar will never go away and that is why they need to change how they do things this is not a joke, I am not a joke the burning itching that big disgusting black scar is not a joke you need to make sure from they do it the right way with the warning label, yes it look worse than it look in the picture but still I am lucky. Ref reports: mw5174152, mw5174154.